Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was more difficult to read. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump had no delivery alarm as well as insulin pump loses time and date when they change the battery. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device display properly. No missing segment/partial display, a21 alarm or reset time/date anomaly after change battery noted during testing. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device had cracked reservoir tube lip. (B)(4).